Manufacturer narrative:
For devices without 510(k) numbers: PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for clotting was observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tube were no report of medical intervention or serious injury.

Manufacturer narrative:
Medical device manufacturer corrected to (B)(4).